Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate results of 458, 253 and 105 mg/dlon the subject meter compared to 198, 81 and 346 mg/dl on another meter (onetouch ultra easy) performed within 20 minutes of eachother. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.